Event description:
The infusion set was changed on (B)(6) 2012, and in the evening on (B)(6) 2012, the infusion set connector separated form the tube. Pt's blood glucose level was 254 mg/dl, and the infusion set was changed and insulin was delivered via the infusion device as treatment. He did not require treatment form a health care professional or second party to address the issue. Pt's mother will return the infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provide din the supplemental report.

Manufacturer narrative:
The complaint describing a leaky of the connection (tube / connector) cannot be verified due to mishandling of the product by the customer. The microscopic inspection showed that the separation occurred inside the molding. The spot of separation showed characteristics of a streng non-axial tensile stress. Additionally the retain samples and production documents were checked without finding any deviations. Further the whole production process was investigated and no irregularities were found.